Event description:
It was reported that the reason for whole system removal in (B)(6) of 2013 was because they suspected the patient had an infection and the patient's incision never healed properly. During the procedure ¿they gutted her entire side, her stomach was on fire/pain¿. They thought the pump looked like it had an infection, but in the end they determined no infection. The patient had ¿a hole in her abdomen¿. The patient had a new device system implanted in (B)(6) of 2013. The pump was delivering bupivacaine and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).